Event description:
It was additionally reported that when they first put the device in they didn¿t do it right and there were wires sticking out the back of his head, so it was removed on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ¿wiring came loose,¿ and the patient had the system put back in the day prior to the report. It was also reported that the first implant didn¿t work as well as the trial. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient had an issue with their first device, it was in the back of their head and the ¿wiring¿ wasn¿t healed, and that¿s why the device was replaced in (B)(6). The patient spent from (B)(6) in bed in the fetal position because of pain. The patient had the device up to 10 volts and it took care of 70% of the pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the doctor messed up their first implant. The patient was referring to the wiring coming loose and having to havethe device replaced.